Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 7.1 was not detected on the bus and the return bin face plate had fallen off due to missing screws. A field service engineer (fse) found that the actual issue was with auxiliary drawer 2.2, which had a cubie failure, and noted that the medstation keyboard cover had smudged letters, making them unreadable. The fse replaced the keyboard cover, reattached the return bin face plate using spare screws, and confirmed that all issues including the medstation drawer 2.2, keyboard and return bin were resolved and in working condition. The customer performed an inventory count on the half height (hh) auxiliary drawer2.2 and cubies functioned as normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported due to this event.